Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous atrioventricular branch. A 2.50mmx24mm synergy drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, a stent strut was found to be flared. The procedure was completed with another of the same device. There were no patient complications reported.